Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retention sample was evaluated. Visual inspection was performed and found no non-conformities. A gravity test was then performed with no leakage identified. The reported condition was unable to be verified for the retention sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfusion set experienced a leak during priming. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 3.